Event description:
Patient was revised to address cup malpositioning and loosening.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2011 - litigation papers received. Litigation papers allege the patients surgeon determined that the implant was causing pain and also indicated the likelihood of increased levels of chromium and cobalt in the patients bloodstream as a result of the metal on metal contact. It is further alleged that the patient underwent revision surgery of the right acetabular component to correct intense pain, discomfort and abnormal wear in the patients right hip metal on metal implant. The complaint was reopened to add the femoral head. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.